Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient experienced a loss of therapeutic effect. The patient does not use the therapy anymore because it ¿doesn¿t work¿. It was clarified that the device does not help with the pain or ¿give them any satisfaction¿. This started a year ago. The way ¿it is¿ going into the patient¿s legs was aggravating. Since the patient had a moped accident it has been more irritating than anything. The patient has not been keeping the ins charged, the ins has not been charged in about a year. The patient was at the clinic and wanted to talk to someone about getting the device removed. Additional information has been requested.